Event description:
(B)(4). I had non stop bleeding, severe lower abdomen pain, migraine headaches. After I was implanted with the device I had abnormal periods, abnormal pap smears,nickel allergy rash all over my body,weight gain, bloating in the stomach area, miscarriages. I have to get a hysterectomy at (B)(6) to remove the device completely, it embedded into my uterus. I know have a life long condition called fibromyalgia I also had stage 1 cervical cancer and thyroid cancer.